Event description:
The pump and catheter were returned with no information.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump found gear train anomalies with the motor, specifically corrosion and/or wear and/or lubrication. Per analysis photos, residue and moisture were seen in the motor compartment and motor can compartment after the inner cover was removed. Residue was seen on the top plate jewel of gear 3, 4 and 5 and the rotor magnet. Light residue was seen on both the upper and lower shaft of gear 5. Significant residue was seen on the lower shaft and light residue was seen on the upper shaft of gear 4. Residue was seen on the upper shaft of gear 3. Residue was also seen on the lower shaft of gear 6, the rotor magnet. Residue was seen on the bottom plate jewel of gear 3, 4 and 5 and the rotor magnet. Lastly, a crack line was seen on gear wheel 2¿s surface. Analysis of the catheter found no significant anomaly; the catheter was incomplete, returned in segments. Interrogation of the pump revealed the device system had contained morphine sulfate.